Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (feb-2020 through jan-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) evaluated the iabp unit and replaced the safety disk to fix the reported issue. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed and the iabp loop leaked air. The customer stopped using the cs100 immediately with no affect to the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed and the iabp loop leaked air. The customer stopped using the cs100 immediately with no affect to the patient. No patient harm, serious injury or adverse event was reported.